Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The product support engineer advised the customer to replaced the air flow sensor to address the reported issue.

Event description:
It was reported that during performance verification test (pvt) the unit is failing the flow accuracy test. There was no patient involvement.